Manufacturer narrative:
Unk. Unk. Unk. This product is manufactured in the u.s. But not marketed in the u.s. Health effect impact code: (B)(4). Health effect impact code: (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+3.5/104 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to low vaulting with lens rotation. The lens was repositioned but the problem was not resolved, so the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liqud. Visual inspection found no visible damage to the lens. Claim#: (B)(4).